Event description:
A surgeon reported that during intraocular lens (iol) surgery, a posterior capsular rent was extended during iol insertion. The incision was enlarged. The association between this event and the iol is not known. Additional information has been requested.